Manufacturer narrative:
Based on the information provided by the complainant, details regarding a specific correlation between the biodesign surgisis 4-layer tissue graft's performance and the alleged injury remain unknown. With the information available at this time, it appears the root cause of the patient's need for reoperation was related to the boston scientific pinnacle mesh which is not a cook biotech incorporated manufactured device. All other matters relating to this litigation are being handled by our attorney. If/when additional information is obtained a follow-up MDR will be filed.

Event description:
The patient was reportedly implanted with two biodesign surgisis 4-layer tissue grafts and a boston scientific pinnacle mesh on (B)(6) 2012, at (B)(6) hospital in the (B)(6), for repair of pelvic organ prolapse. The surgery was performed by dr. (B)(6) and dr. (B)(6). Upon routine follow-up, the patient complaint of pain and bloody vaginal discharge. She was readmitted to the hospital and on (B)(6) 2013, dr. (B)(6) trimmed the boston scientific pinnacle mesh. The patient required the boston pinnacle mesh to be trimmed further on (B)(6) 2014 by (B)(6). The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment. The following information was not provided by the complainant: specific information of the alleged injury. Specific information regarding whether intervention was performed. Specific information regarding why intervention was performed or what type/to what extent intervention was performed. Specific correlation between device performance and alleged injury. Current patient status. Investigation into this claim included a review of the claim allegations, a review of the device history records which indicated the device was manufactured to specifications, a review of the biodesign surgisis tissue graft IFU fp0005-4e, a review of the cbi complaint system and all other communication and investigation into this report/claim is being handled by our attorney.